Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease / folding of implant: observed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b6, d9, e1, h3, h6, h11

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported prosthesis folded, liquid-solid outside the prosthesis and double capsule via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Healthcare professional later reported prosthesis folded, liquid-solid outside the prosthesis and double capsule via ultrasound. Device has been explanted and replaced.